Event description:
A malfunction was reported on the pump by the caller, and there were no notable events preceding the malfunction. The malfunction code displayed was malf 15, which was resettable. The customer's blood glucose level did not exceed 500 mg/dl, so there was no adverse impact. Customer continued to use the pump for insulin therapy.